Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the MRI power port isp. During the procedure it was reported that the dilator tip end point allegedly collapses during sheath insert and crushed and cannot be inserted. There was no reported patient injury.

Event description:
A patient underwent a port placement procedure using the MRI power port isp. During the procedure it was reported that the dilator tip end point allegedly collapses during sheath insert and crushed and cannot be inserted. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 8.0fr peel apart sheath and vessel dilator was returned for evaluation. Visual, microscopic, and functional evaluations were performed on the returned device. The device was noted to be slightly bent. Slight bunching was noted on the distal portion of the sheath shaft. The distal tip of the dilator was noted to be deformed. Under microscopic observation, the distal tip of the vessel dilator was noted to be deformed as the edges appeared jagged. An attempt to loaded back the vessel dilator to the peel apart sheath was performed and was successful. The vessel dilator was able to lock into place. Therefore, the investigation is confirmed for the reported deformation issues, however it is inconclusive for the reported failure to advance issues as the sample evaluation results indicating no difficulty/issue under laboratory conditions may not be representative of the condition of the device during use. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (device, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.